Event description:
The clinician reports the implant was inserted (B)(6) 2009 in the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative orpost-operative complications reported.